Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-61: improper use / mishandled by end user. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 348, 281, 251, 308 and 324 mg/dl. The customer¿s expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was not using the correct testing technique and was using hand sanitizer and not washing his hands prior to testing. During the call, a back to back blood test was performed by the customer fasting and produced test results of 324 mg/dl and 290 mg/dl using meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2020 and open vial date is two months ago. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: h3: device was returned to manufacturer for evaluation corrected from "yes" to "no".